Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.